Manufacturer narrative:
(B)(4.

Manufacturer narrative:
System updates pending: per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause of the annular rupture cannot be confirmed; however, potential oversizing in the setting of severe calcification may have contributed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the transfemoral tavr procedure, the patient sustained an annular rupture and expired. Initially the transfemoral valve was placed in usual fashion. No paravalvular leak was noted on echo, however, a mild hematoma on the cusp was observed. The patient's pressure was maintained. Echo revealed an effusion in the pericardial area. The pericardium was drained. Arterial pressure was maintained but the effusion expanded, therefore the decision was made to open the chest. Upon exploration an annulus rupture was confirmed. Unsuccessful attempts were made to stop the bleeding and the patient expired. The native annular diameter had an area of 530mm by CT. There was no annular calcification, severe leaflet calcification and mild root calcification.